Event description:
Reporter indicated a system diagnostics test at the office resulted in high lead impedance indicating a possible lead break. Pt reported not feeling stimulation at the time of this office visit. No report of pt trauma or injury was rec'd from the site in relation to the report of high lead impedance. During revision surgery in 2006 to replace the lead, no obvious explanations for the high impedance were identified by the surgeon. The lead assembly, minus the electrodes was returned. No discontinuities were identified during the visual and electrical analysis of the returned product.

Manufacturer narrative:
X-rays dated 2006 reviewed by MFR on 1/31/2007. Two suspect areas were visualized on the x-rays reviewed, one proximal to the anchor tether and one 1.9cm distal to the negative electrode. The suspect areas were on the portion of the lead not returned to cyberonics, inc. No lead break was identified during product analysis on the portion of the lead returned to cyberonics, inc. Conclusion: device failure is suspected, but did not cause or contribute to a serious injury.